Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 27 mg/dl and that they were bleeding at the sensor insertion site. The customer did not mention any symptoms of their blood glucose levels. The customer treated with carbs and did not require medical attention for the bleeding. The customer¿s blood glucose level was 325 mg/dl at the time of the call. The customer reported that they had a low blood glucose of 27 mg/dl while sleeping and ate to treat it, leading to a higher blood glucose of 325 mg/dl. The insulin pump was not in auto mode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.